Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient sustained water damage to their heartmate 3 system controller and log files were submitted for review. According to the event log several low voltage advisory events occurred on (B)(6) 2024 at 12:14 through 12:39. The event log also captured some random power cable disconnect events that occurred on both battery and wall power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of water damage was unable to be confirmed; however, the reported event of low voltage and power cable disconnect alarms was confirmed via log file analysis. An event log file was submitted for evaluation and data from the reported event date of 04nov2024 was reviewed. Between 12:14:40 ¿ 12:40:24, while connected to batteries, intermittent low power advisory and power cable disconnect alarms activated due to relative state of charge (rsoc) voltage fluctuations and rsoc invalid faults associated with the white power cable being outside the expected voltage range. The alarms were not associated with power source exchanges and quickly resolved each time. Pump operation was not affected. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including low voltage and power cable disconnect alarms, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook section 2, entitled ¿how your heart pump works¿, instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.